Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The ligator head was noted to be unused and the velcro strap was returned. A visual examination of the handle assembly found that the shank was detached from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. It was noticed that the trip wire was bent in several locations and was not secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, and audible click was heard and indents were felt. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during preparation and when the device was being attached to the scope, the bander broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be fine. Investigation results revealed that the handle was broken; therefore, this is now an MDR reportable event.